Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The ventilator interface board was replaced. No report of patient involvement. (B)(4).

Event description:
The hospital reported that, during boot-up, the unit indicated a failure affecting mechanical ventilation. There was no report of patient involvement.